Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that he had been experiencing low blood glucose levels for two weeks leading up to the call. Blood glucose level earlier in the day of the call was 66 mg/dl, which was treated with food. Blood glucose level at the time of the call was 93 mg/dl. The customer stated that his blood glucose level would get down to 40 mg/dl and he would treat with food. The customer also reported an incident in which he went into a coma at home and was treated by paramedics. The customer stated that he was not hospitalized. The insulin pump was not replaced or returned for analysis.